Event description:
The customer reported that the system would not produce x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The camera was opened up and all connections were reseated. The system was then found to be operating as intended.